Event description:
It was reported that the " mds1001 giving inaccurate readings and numbers not displaying fully ".

Manufacturer narrative:
It was reported that mds1001 giving inaccurate readings and numbers not displaying fully. There were no reports of death, serious injury, medical intervention, or follow up care.